Event description:
The report received from the affiliate states that during use on the pt, the needle could not be retracted. No additional pt or procedural info is available at this time.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.